Event description:
The user facility reported that upon the arrival of hospital personnel, water was discovered in the room where the system 1e is located and an adjacent or room. The water supply was turned off and hospital personnel cleaned up the water. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the system 1e subject of the reported event and found that the hose from the uv light outlet connection was cut, allowing water to leak. The technician replaced the hose, ran test cycles and found the unit to be operational.